Event description:
On (B)(6) 2014, at 13:35, a 40 weeks and 5 days pregnant female presented to hospital for induction of labor secondary to post term pregnancy and newly diagnosed gestational hypertension. Fetal monitor was connected. On (B)(6) 2014, at 21:27, a female infant was born with tight double nuchal cord noted and handed immediately to pediatrician. Chest compressions and respiratory assistance were started and code pink called at less than one minute of life with apgars 0/0/0/2. The infant was resuscitated and transported via critical care team to outside facility nicu. The infant expired on (B)(6) 2014, at 06:03.